Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the atrial lead exhibited noise over sensing with auto mode switch. The noise amplitude was too large to be reprogrammed. No procedure was reported thus far. The patient had no consequences throughout.